Manufacturer narrative:
Details of complaint: the nurse (bme) reported that the central nurse's station (cns) shut down unexpectedly while in patient use and was unable to power it back on. Technical support (ts) had them look for the cns tower, but they could only find the uninterruptible power supply (ups). Ts had them contact their biomed department, which was able to power it back on. However, the nurse did not know the root cause. No patient harm was reported. Investigation summary: biomed was able to restore power to the cns. Follow-up indicated the device had powered off during patient monitoring; however, the exact cause was unknown. No additional issues were reported after power was restored. Root cause: could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/12/2025 emailed the nurse via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/16/2025 emailed the nurse via microsoft outlook for the information in the ni list above: the nurse replied that they did not have the requested information. 12/19/2025 emailed the nurse for the biomed that was able to resolve the issue. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The nurse reported that the central nurse's station (cns) shut down unexpectedly while in patient use. No patient harm was reported.

Event description:
The nurse reported that the central nurse's station (cns) shut down unexpectedly while in patient use. No patient harm was reported.

Manufacturer narrative:
The nurse (bme) reported that the central nurse's station (cns) shut down unexpectedly while in patient use and was unable to power it back on. Technical support (ts) had them look for the cns tower, but they could only find the uninterruptible power supply (ups). Ts had them contact their biomed department, which was able to power it back on. However, the nurse did not know the root cause. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 12/12/2025 emailed the nurse via microsoft outlook for the information in the ni list above: no reply was received. Attempt # 2: 12/16/2025 emailed the nurse via microsoft outlook for the information in the ni list above: the nurse replied that they did not have the requested information. 12/19/2025 emailed the nurse for the biomed that was able to resolve the issue. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: ups: model #: ni. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: na.